Event description:
During preventive maintenace testing it was discovered that pump had flow rate issue. There was no patient involvement at the time of preventive maintenance

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. On (B)(6) 2024, flowrate issue was observed at zyno medical llc during calibration. This issue is traced to maintenance as there were no preventive maintenance activities performed during 2023. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).